Event description:
It was reported that someone gave his father this 65650r rollator and before he can use it he needs to get the left brake handle fixed it is cracked. This was the way it was given to the user.